Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The pusher hypotube was the only component received in the returned package. The pusher body coil was found detached from the hypotube. The green and yellow wires were found broken at the glue transition. The proximal gold connector was received kinked/damaged at the e2 & e3 joints. Based on the investigation findings and available information, the reported complaint is confirmed. The device was returned with the pusher body coil missing. The root cause of the damage found on the pusher device could not be determined from the product investigation, but the damage is consistent with the device experiencing forces over specification during the procedure. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device. Additionally, under "warnings and precautions" the IFU states: "due to the delicate nature of the mcs coils, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential coil breakage and migration."

Event description:
It was reported that during treatment of a cerebral arteriovenous malformation, the coil would not detach. The pusher could not be retracted, as it was entangled with a previously implanted coil. A snare device was used to remove the coil, but the pusher coil stretched and separated in the inguinal region near the femoral artery. The patient was discharged from the hospital. There was no reported patient injury and no report that the patient's condition has worsened.